Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy, the console generated an autofill failure alarm and blood was found in the tubing. The iab was removed and replaced with a new one. There was no patient harm or adverse even reported.

Manufacturer narrative:
Complete event site name: (B)(6). Complete event site address line 2: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was observed on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. A kink was observed on the inner lumen approximately 30.0cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed on the catheter tubing approximately 52.6cm from iab tip. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).